Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Considering the manufacturing year of the device, there is a possibility that the pink probe unit coating may be peeled off due to aging. It is also possible that the issue occurred due to external force such as strong rubbing on the part in normal use including reprocess. The instructions for use includes the following statements: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities.

Manufacturer narrative:
Additional information is not available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available yet. Upon inspection and testing, it was observed that the pink rubber probe coating had deep cuts with missing chips. There was a leak in the balloon channel and the user¿s complaint was confirmed. In addition, three broken ultrasound elements, buckle in the ultrasound cord, and play in the control knob was noted.

Event description:
As reported for this event, during preparation for use for an unknown procedure, a leak was observed under the metal area where the balloon ends. There is no patient involvement and no harm reported to any patient.